Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp, plunger clamp, and collet sleeve in the reported problem area of the pipette assembly. None of the parts were damaged. The instrument was cleaned, inspected, tested without further problem, and returned to service.